Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2025 and barbed suture was used. It was reported by the sales rep that when the surgeon was trying to close the vaginal cuff, the suture started fraying. Another device like was used to continue with the procedure. No patient consequences reported. Device is for return. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/11/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revelated that during visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and it was split near to the swage area and the end of the suture was noted to be cut probably caused by a surgical instrument. In addition, it was found crimping marks on the surface of the suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As with any device, care should be taken to avoid damage to the strand when handling and avoid the crushing or crimping action of surgical instruments such as needle holders and forceps. Please reference the instruction for use for more information. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.